Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report # 2518422-2023-16162.

Manufacturer narrative:
The previous report was filed with the wrong contact and manufacturing address. It has been corrected in this report.

Event description:
Philips received a complaint by the customer on the v60, indicating that the v60 was displaying error 100a (da pcba adc reference failed). The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse determined that the data acquisition (da) printed circuit board assembly (pcba) analog to digital converter (adc) reference failed. The adc reading from the measured supply was less than 2413. The biomed then reported that the unit was running for 24 hours without error and the rse provided the customer with a parts ID for a da to motor controller (mc) cable.

Manufacturer narrative:
H10: the customer replaced the data acquisition (da) to motor controller (mc) cable to resolve the issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. H11:updated contact information, contact office entity, and manufacturing site.